Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was experiencing low speed and low flow alarms, as well as pump stoppages while he was connected to the power module. The manufacturer¿s technical services representative arrived onsite for further evaluation. Review of the log file confirmed the reported events began on (B)(4) 2015, became more consistent on (B)(6) 2015 and continued through the end of the log file on (B)(4) 2015. The pattern observed in the log file appeared to be consistent with a short to shield condition. There was no reported damage to the external portion of the percutaneous lead, and the alarms could not be reproduced when the lead was manipulated. X-rays did not reveal any areas of concern internally or externally. It was additionally reported that the patient had gained 40-50 lbs. Over the past year due to a long period of steroid therapy for pulmonary fibrosis. The patient was given an ungrounded patient cable. No further intervention was planned and the patient would remain on the ungrounded cable. The patient was asymptomatic throughout the event.

Manufacturer narrative:
Approximate age of device ¿ 1 year and 11 months. The evaluation of the submitted system controller log file confirmed the reported low speed and pump stop events. These events correlated with elevations in pump power and appeared to occur while the patient was connected to the power module. However; a percutaneous lead wire compromise could not be confirmed as the pump is not available for evaluation. X-rays of the patient¿s percutaneous lead were unremarkable. The pump remains in use supporting the patient. No further events have been reported. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.